Event description:
A customer reported the system was "experiencing residual aspiration" during surgery. There was no pt harm. Add'l info received indicates that the reported event was about vacuum, specifically, "aspiration continues when it was supposed to stop." We have requested add'l clarification of the reported event.

Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the past 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).